Event description:
Additional information was received reporting that the patient had a seizure they have not had before. Per the physician the increase in seizures is reportedly below pre vns level. The believed cause of the increase in seizures is patient physiology and low battery. No interventions were noted. No other relevant information has been received to date.

Event description:
Additional information was received reporting that the patient's generator was explanted prophylactically. The device has not been returned for analysis to date. No other relevant information has been received to date.

Event description:
It was reported that the patient has been having increased petit-mal seizures. No other relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
The suspect device was received into product analysis and device testing was completed. No other relevant information has been received to date.